Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-04765. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, enterocele, rectocele, cystocele, uterovaginal prolapse, pelvic organ prolapse, and total procidentia. It was reported that the patient had the following concurrent procedures performed during mesh implantation: an additional mesh implant, repair of cystocele, repair of uterovaginal prolapse, repair of rectocele and enterocele. It was reported that following insertion of the mesh, the patient experienced pain, bleeding, infection, urinary/bowel problems and dyspareunia. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-04765. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04765. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. (B)(4).